Manufacturer narrative:
Analysis found motor cable assembly faulty. Unable to perform temperature test as motor was not rotating. Ipc showing error code 16. Connector has dent. Thumb wheel jammed. Hi-pot test fail. Motor cable assembly found faulty and it need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece motor was not rotating and was heating up prior to the procedure. There was no patient involvement.